Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor was brought from a patient room to the nurses office, and was connected to a wall outlet for charging. The nurse heard a pop into the back room and started to smell burning electric wire; the nurse saw some sort of flame also. Wall socket and power plug were blackened and melted a bit. Nurse pulled cord out of the wall socket. This occurred while charging the device in the nurse's office. There was no patient involvement.

Manufacturer narrative:
.